Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The exact manufacturing site could not be determined as the production lot is unk.

Event description:
The product was used during a total abdominal hysterectomy procedure. Reportedly, the fasteners did not lock into the retainer. The surgeon removed the staples and sutured to complete the procedure. No pt injury was reported.